Event description:
Boston scientific received information that the patient with this pulse generator (pg) stated that the device failed because the battery didn't last. The device was in for approximately four years and was then explanted. There were no adverse patient effects reported. The device was not returned after explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.